Event description:
End user states that on several occasions when they try and draw contrast from the contrast controller instead of getting contrast they're getting air. There has been no pt injury. No sample retained by hosp.